Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula damaged (broken), missing broken part. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.